Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application did not audibly alert. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of not audible alert was not confirmed. A root cause could not be determined.